Manufacturer narrative:
As no further information is given about which bubble sensor is affected following complaint summary is divided into option 1: flow/bubble sensor and option 2: venous bubble sensor. Due to an anonymous survey following was reported for a bubble sensor of the cardiohelp: ¿is difficult to close¿. The instant of time is unknown. No harm to any person has been reported. No serious injury or death was reported with the given information. Since no systemic issue was determined no corrective action is required at this time. According to the risk file following root causes can lead to the reported failure for both options: - bubble sensor defective/mechanical damaged, - spring of the bubble sensor bent, - wrong tube size. Option 1: flow bubble sensor. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Option 2: venous bubble sensor. According to the instructions for use, chapters 2.2.5 and 5.4.4 the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. No confirmation of the failure is possible due to insufficient information as this complaint was created out of anonymous survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).